Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-sep-2025, during a follow-up, the agent received photos showing that the user¿s ilet screen was cracked. The user confirmed the damage occurred on (B)(6) 2025 after a fall. The screen remained partially functional, but the device was deemed unusable. A replacement ilet was arranged, and the user confirmed shipping and return details. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.